Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm during rewind. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.